Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, during anastomosis of the colon, the thread of the suture was broken. A new suture was used to complete the procedure. There was no patient injury.